Event description:
It was reported that during an operation, used the unit with upper blanket. After that, turned off the power and replaced blanket and connected to a nozzle, then turned on the power. Soon after, they smelled something burning. Confirmed black smoke was rising between the unit and the connection of hose. Turned off the unit immediately. No patient harm.

Manufacturer narrative:
The warmtouch 5200 and 5300 patient warmer have been discontinued and are being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.